Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device (a) was received empty, locked out with the shaft bent and the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91f06; expiration date: 05/2017; manufacturing date: 06/2012;

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Fourth. What vessel or structure was the device fired on at the time of the event? Duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Yes, when fired did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, outside.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close all the way. The surgeon would clip the duct and the clip was not on tight. Some of the clips would fold over and one side was longer than the other. The surgeon had clipped a few times and the indicator turned red and it would not feed anymore clips into the jaws. Another applier was opened and it had issues as well. It was taken out of the patient and clipped and they noticed the clips were not closing all the way. When the trigger was squeezed on both appliers, it sound like something inside the device was grating. They finally pulled different applier and used it to complete the procedure. There was no patient impact.